Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and insulin pump error alarm. Customer was not able to clear the alarm. Customer stated insulin pump had cracked and exposed to water. Customer reported issue with up and down arrows buttons. Customer already tried to replace battery but still had same results and stuck on insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.